Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair surgery, after successfully deploying the t1 implant of the fast-fix 360, the t2 did not fix in the meniscus, therefore, the surgeon fastened the t2 implant inside the meniscus using the knot pusher and then fastened the thread off with the knot. The t1 implant fell off from the posterior horn of the meniscus and is visualized microscopically in a "v" shape, immediately adjacent to the posterior root of the lateral meniscus, which is not in the expected position. Non-significant delay was reported, and the procedure was finished with a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4). H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that one image that appears to be intraoperative was provided for review, however the image is unclear and does not indicate a clinical root cause for the reported events. Based on the limited information provided the root cause of the reported events could not be determined and we are currently unable to rule out a procedural variance as a contributing factor to the reported event, which does not represent a device malfunction. The t anchor implants are implantable, so biocompatibility is not an issue. If retained the patient impact beyond local irritation/discomfort, and/or migration cannot be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.